Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, the impedance was high at 129 ohms. Technical services advised getting x-rays done. The system was explanted. There were no additional adverse patient effects.